Manufacturer narrative:
Patient information not provided by reporter. (B)(4), device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was a major issue with delivering a ti pspc locking recon plate w/double angle 6x24x6 holes that did not match the set they were using to fill the construct with screws. The surgeon attempted to use the 2.0 screws but was too small. The surgeon then used 2.4 matrix mandible locking and a few non-locking screws to secure the plate, this issue occurred during an 8-hour oral surgery case to repair a mandible. It was confirmed that it was the lrp plate (locking recon plate) and not the matrix mandible. The problem was discussed with the patient and it was decided to leave the plate and screws implanted and monitor with imaging. There was a surgical delay of 15 minutes. There is no additional information at this time. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.